Event description:
The graft was implanted in 2000. It was a separation of the bare stent from the graft fabric. The patient might require possible extension of the graft into the right iliac artery.

Manufacturer narrative:
The device was not returned for evaluation and remains in-situ. Work order (B)(4) was reviewed and appears complete and correct. Medical imaging was provided for this complaint and reviewed by the william cook australia medical director: "the graft was apparently implanted in 2000, which makes it 19 years old. The main problem is that the main body of the graft has migrated downwards and pulled away from the bare metal top stent. This top stent remains firmly attached in the correct position it would have been deployed in, but the graft below that top stent has pulled away from it and migrated distally by a few millimetres. The top stent separation is most likely due to wear and tear long past the design life of the graft." The device IFU states: the recent findings of isolated cases of top stent detachment further reiterate the need for diligent, long-term follow-up of all endoluminal repairs. The purpose of the plain x-ray is to look at structural graft problems and graft migration against fixed bony landmarks. This process should identify possible top stent detachment and identify graft structures. From the information received in this complaint it is difficult to determine a definitive root cause. It is possible that one or more of the following factors may have contributed to the complaint: suture failure. Sutures tearing through the polyester material.

Event description:
The graft was implanted in 2000. It was a separation of the bare stent from the graft fabric. The patient might require possible extension of the graft into the right iliac artery.